Event description:
It was reported that air bubbles were observed within the canister. Reportedly the customer did not remove air from the cartridge prior to loading. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 254 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.